Event description:
The patient called on (B)(6) 2013 to report that his acuvue oasys for astigmatism contact lenses (cls) are causing "irritation and redness in both eyes." This report is for the patient's right eye. The patient states that he inserted new lenses on (B)(6) 2013 and that the lenses caused irritation immediately after insertion in the left eye. He states that he continued to wear the lenses all day even though he felt the irritation in left eye, because he needed the lenses for work. He states that he removed the lenses that night after work and noticed that right eye was red and painful. He also states that his eyes continued to be "irritated and red." He states that he called his eye care professional (ecp) and made an appointment for on (B)(6) 2013. He also states that his ecp advised him not to use his contact lenses again until his eyes were checked. The patient states that he uses opti-free solution, and that he removes his lenses each night. He also states that he normally replaces the lenses "about every 3 weeks or so." Medical records received from ecp's office, visit date on (B)(6) 2013: chief complaint: "new patient, states that he started wearing contact lenses in (B)(6). Wore the trials x 3 weeks with no problem, but when he got the lenses he ordered his eyes got very red, and he has not been able to wear them. Last day of wear for the contacts was sunday. Also sticky in the mornings. No itching, mild burning, no tearing." Problem: "red and irritated; onset: several weeks ago; location: both eyes; quality: redness; severity: a great deal; duration: always; timing: all the time; aggravating: contact lenses; relieving: none; associated ss: none; ocular: no ocular history noted; procedures: no prior ocular surgeries/procedures; ocular significant: no known ocular significant illnesses; illnesses: no history of illness". Exam: uncorrected va: od: 20/200; corrected va: od: 02/20; external eye exam: lid: od: normal; pupil, perrla, no apd; os: 3mm; anterior segment exam: tear film: normal, os: normal; conjunctiva os: 2+ injection; cornea: os: clear; anterior chamber os: 2+ flare; iris os: normal; lens os: clear; anterior vitreous os: clear; findings: iritis/uveitis ou; discussion: reviewed and discussed uveitis material with patient; plan: rx: acular ls 0.4% 1 drop qid both eyes; mid flare ou; patient advised to change c/l solution; not to use visine; follow-up scheduled: return visit: prn. "Unspecified if due to contact lens over wear; suggested to change brand of solution and possibly switch to acuvue oasys daily wear." Several attempts were made to contact the patient, but were unsuccessful. A call was placed to the ecp on (B)(6) 2013, no follow-up appointments since on (B)(6) 2013 visit date, and the patient was allowed to resume contact lens wear. Additional medical records received from the patient's ecp on (B)(6) 2013 state that (from visit date on (B)(6) 2013 date) the patient can resume contact lens wear in approximately 1 week, on (B)(6) 2013. If additional medical or product information is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device labeling: single use or reuse. Method : device not returned. No evaluation will be performed. Conclusions: no conclusion can be drawn.